Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC nurse opened PICC tray and dumped all additional items onto sterile field such as sterile gloves, sterile nacl flushes, needleless connector and chg dressing. The assistant was with the open tray while the inserting nurse went to perform hand hygiene. PICC inserter put on sterile gown and gloves then lifted maximum barrier drape and a fly was noted between drape and procedure tray. Tray was discarded with all it¿s contents. A whole new set up performed. No harm to the patient, slight delay as had to perform a new set up. No other information was provided.